Event description:
Boston scientific received information that after reviewing rhythm strips, this cardiac resynchronization therapy defibrillator (crt-d) detected a loss of capture on a non-boston scientific right ventricular lead. It could not be verified that this occurred during threshold testing. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the patient had passed away within the same month of this issue. Event clarification was requested from the field representative who contacted the clinic and physician. It was later reported that the clinic and physician were not aware of this patient's passing and had no allegations towards the device or system. It was reported that the patient did have a normal device check, normal lead measurements and no non-capture observed, early in the month of their passing and that the device had reached the elective replacement indicator (eri) later that month. A form was received which indicated that the device had been electively explanted and a non-boston scientific device was actively implanted. The location of the device remains unknown.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.